Event description:
It was reported to philips that the fluoroscopy was intermittently not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by pressing the wireless footswitch multiple times. The philips remote service engineer (rse) inspected the system remotely and confirmed that the fluoroscopy was not working intermittently. The customer stated that they were receiving a warning message indicating a fluoroscopy failure. Upon troubleshooting, the rse reviewed the log files but did not find any errors related to the generator or image processing. Based on the findings, the rse recommended replacing the footswitch. However, since the customer does not have an active parts contract, they opted to handle the footswitch replacement independently. The codes were updated based on the investigation outcome.